Event description:
It was reported that the remote monitor did not have power. The monitor has transmitted previously. Troubleshooting steps were taken. A new power cord will be sent to the patient. The monitor will not be returned at this time. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.